Event description:
It was reported that this patient had a surgical procedure for their broken arm. While in the hospital the physician had elected to check the device battery as they were not happy with how much battery was left in the device during the last check. There is concern for possible premature battery depletion. At this time the device remains in service. No adverse events. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.